Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the greater curvature of the gastric body during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.